Event description:
Customer reported when nutrition staff deliver special diet meals to pts, it is part of the process to ring the nurse call button to let them know that the meal has arrived. It is discovered that the staff member made a mistake and instead of pushing the nurse call button (red), she pushed the pca pt request button (green). This caused a dose of narcotic to be unintentionally administered to the pt. There was no report of pt harm and no medical intervention required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). An investigation will not be performed. Customer stated that the product will not be returned because none of the devices were sequestered.